Event description:
The customer reported that following an emergent catheterization intervention on october 2001, a vasoseal es was deployed. The patient was discharged to a nursing home the following day. 2 days later, the patient returned to the hospital with an infection at the puncture site. Wound cultures were positive for yeast and staph. The patient was treated with IV antibotics and then oral antibiotics. No further complications were reported.